Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and in pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition.